Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 36 mg/dl. The customer's current blood glucose was 132 mg/dl. The customer was able to treat their blood glucose with juice in the past. The customer reported experiencing low blood glucose after the settings on the insulin pump were adjusted. Customer noted the drive support cap on the insulin pump appeared to be normal. The insulin pump will not be returned for analysis.